Event description:
In 2006, the hcp reported the pt's symptom control had decreased. The pt had a few falls, but had not hit their head. None of the falls were serious. Impedances were greater than 4000 ohms. In 2007, the hcp again reported the pt was not receiving good stimulation on the left side. Impedances were greater than 4000 ohms. The right side was working fine. No report of device explantation.